Event description:
It was reported that the patient presented to the ER and increased ventricular thresholds were noted. The physician believed it was due to sub-clavian crush; the pt has severe parkinson's disease. On (B)(6) the lead was successfully capped and replaced.

Manufacturer narrative:
No medwatch form was received.